Event description:
When pulling the tissue through the pt during a sling procedure, the tissue broke apart on the upper left portion of the tissue. The tissue continued to tear on removal. The doctor had to completely remove the tissue before continuing with the procedure. A new piece of tissue was opened and the procedure was completed without any further complications.